Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a4, b5, b6, b7, h6. Investigation the following allegations have been investigated: pulmonary embolism (pe), organ perforation. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient allegedly received an implant (B)(6)2012 via the right common femoral vein due to acute deep vein thrombosis (dvt) of the right lower extremity (rle) with possibly infected left total knee prosthesis. The patient alleges organ perforation. The patient further alleges blood clots in lung.

Manufacturer narrative:
Investigation: the following allegations have been investigated: anxiety, fear, depression, pain. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported anxiety, fear, depression, and pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged the patient received a cook celect filter (B)(6) 2012. Approximately seven years and five months later, a review of the patient's CT scan revealed all the struts perforated the ivc up to 10mm. Patient alleges anxiety, fear, depression, and pain.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Reporter occupation: non-healthcare professional. Summary of investigational findings: 25jan2021: the reported allegations have been investigated based on the information provided to date. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. 13jan2021: the following allegations have been investigated: perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on an unknown date. It is alleged that the [pt] was injured by perforation. Hospital and medical records have been requested but not yet provided." Additional information received on 19jan2021: per the (B)(6) 2018 computed tomography (CT) abdomen and pelvis: "the hook of the cook celect retrievable ivc filter is at the mid l2 vertebral body. The ivc filter is not tilted. All the struts of the ivc filter perforate the ivc up to 10mm. One (1) anterior strut perforates the ivc wall 6mm and resides within the soft tissues. Two (2) anterior struts perforate the ivc wall 8mm and 10mm and contact the bowel. One (1) medial strut perforates the ivc wall 7mm and resides within the soft tissues. One (1) posterior strut perforates the ivc wall 6mm and resides within the soft tissues. Two (2) lateral struts perforate the ivc wall 6mm and 8mm and reside within the soft tissues. Thrombus within the ivc or filter cannot be evaluated on this non contrast study. No fracture fragments are identified."